Event description:
It was reported that when using the bd pyxis¿ es server, patient profile was discharged automatically. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d concomitant med prod data. Upon investigation of the actual device used in this incident, it was determined that the patient profile was discharged automatically. A technical support specialist (tss) verified and confirmed that the patient was at the server and the station. The tss also verified the auto-discharge settings and failed to recreate the issue. Tss confirmed the message in ssms and showed in the server, remoted into the station and the test patient did come up and ready. Tss asked the customer to notify if the issue reoccur. The system functioned as intended after the technical support specialist investigate the device.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, patient profile was discharged automatically. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.